Event description:
Boston scientific received information that this right ventricular (rv) lead was reported for a possible perforated of the right ventricular septum. According to the local field representative, the lead remains implanted with no adverse patient effects and no further action required.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.